Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a procedures, the hemostatic valve did not function and allowed back-bleeding during the procedure. The device was replaced and the procedure was completed without any patient consequences.

Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.